Manufacturer narrative:
The cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified significant damage to both sides of the fracture surface, rendering further analysis of the fracture surfaces, and associated root cause, unobtainable. Inconclusive; unable to determine root cause of the foregoing event from the available information, due to the condition of the returned instrument.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5 to treat spondylolysis. It was reported that the drill bit fractured during use at the left side of l5. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.